Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous unspecified below the knee vessel on the patient's left side. The 1.5mm x 20mm sterling balloon catheter was advanced and during the first inflation, the balloon ruptured at 6 atms. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous unspecified below the knee vessel on the patient's left side. The 1.5mm x 20mm sterling balloon catheter was advanced and during the first inflation, the balloon ruptured at 6 atms. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual analysis of the returned device revealed dried blood and contrast were present in the shaft and balloon. The balloon was received in a deflated state. Microscopic examination of the balloon revealed a pinhole 15mm from the tip and scratches in the area surrounding the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).